Event description:
It was reported that patient experienced poor charging port connection that required daily charging. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, and no further actions were taken by technical support.